Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her reservoirs were leaking. The patient loads her reservoirs and noticed that the insulin would be gone. The patient's blood glucose at the time of incident is unknown. The customer did not know where the leaks were. Eight reservoirs were returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated eight open/used reservoirs. Performed pre-fill test and no leaks were observed during analysis. Checked o-rings/stopper groove for defects and none were found. No air bubbles were noted.